Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a reported blood glucose up to 411 mg/dl by fingerstick, while the system showed no occlusion alarms and the infusion set initially did not show drops at the tubing tip until fill-tubing was performed and later an infusion set change was completed. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring and troubleshooting with subsequent decline in glucose values after interventions. Investigation included customer counseling, device use review, and troubleshooting of the infusion system including priming verification and infusion set replacement. Investigation of this case revealed that insulin delivery was likely impeded prior to priming verification, though a definitive mechanism was not identified. It was concluded that the hyperglycemia had an unclear cause with possible contribution from infusion pathway priming and meal intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.